Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the planned treatment/non-emergency treatment and procedure was delayed. Philips field service engineer (fse) inspected the system onsite and confirmed that machine is not screening. Upon¿further inspection, fse found that image storage was not available due to the system not able to communicate with lateral ip pc. The issue got resolved several restarts and re-creating image store on lateral ip-pc. After that, the system was returned to use in good working order.

Event description:
It has been reported to philips that image storage space was not available. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.